Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring when fired. They were able to finish the case with the device with no pt consequence. The device is returning.